Event description:
Customer reported issues with rapidly depleting battery. There was no reported impact to the customer¿s blood glucose level. The customer declined further follow-up from technical support, and no additional actions were taken as the customer was in the process of renewing the out-of-warranty pump.